Event description:
It was reported that an alert triggered regarding an episode of ventricular oversensing, however, there were no oversensing episodes in the episode list. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - lfp high rate-ns = 217 ms average v-cycle on (B)(4) 2012 15:44:18. 1 - vf=210 ms average v-cycle on (B)(4) 2012 02:28:37.